Event description:
It was reported that during a robotic laparoscopic partial nephrectomy procedure, when the team attempted to insert the ligasure instrument through the arm cart assembly (aca), the ligasure could not be inserted into the trocar. An monopolar curved shears (mcs) was then inserted, but it remained grey and did not turn dark blue to allow use from the surgeon console (sc). The team restarted the arm, after which the ligasure was able to be inserted and the mcs turned dark blue, allowing normal operation to resume. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.